Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there was a call service 069 alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 07/13/2016. Correction to suspect medical device serial #.

Manufacturer narrative:
Follow-up #1 date of submission 08/18/2016-device evaluation: the pump was returned and evaluated by product analysis on 07/20/2016 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During testing, the pump was powered on and emitted a cs 069 call service alarm that could not be cleared. The cs 069 call service alarm was recorded in the black box data as a cs 087 call service alarm, indicating a failure of the u39 component on the printed circuit board.